Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump alarm was active and when interrogated, an active motor stall was noted to have occurred on (B)(6) 2012 at 1:30 for no apparent reason. Patient noticed the alarm the next day and was reportedly okay. The stall had not recovered and the cause was not known; apart from checking the pump logs no further device troubleshooting was done. The healthcare provider (hcp) put the pump on minimal rate and started patient on oral analgesics. Drugs delivered via the device were morphine 1mg/ml and bupivacaine 1 mg/ml at a daily dose of 0.1 mg. A pump replacement was planned. A follow-up report will be sent when additional information becomes available.